Event description:
A patient underwent a port placement procedure using the powerport MRI isp. It was reported that post a port placement, the trocar allegedly found prematurely broke off and blood back flow occurred. It was also reported that, extravasation of the saline was observed. It was further reported that bleeding occurred when the catheter was advanced through the dilating sheath. The current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. B5, g3, h1, h6 (patient, device, component). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture, material separation, deformation, bleed back, leak and material hole, failure and difficult to advance issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport MRI isp. It was reported that post a port placement, the trocar allegedly found prematurely broke off and blood back flow occurred. It was also reported that, extravasation of the saline was observed. It was further reported that bleeding occurred when the catheter was advanced through the dilating sheath. The current status of the patient was unknown.

Event description:
A patient underwent a port placement procedure using the powerport MRI isp. It was reported that post port placement, the trocar allegedly found prematurely broke off and blood back flow occurred. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.